Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a pear shaped clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the found malformed clip. However, it is known from the history of the device that incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. In addition, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired approximately 6 clips then one clip did not form properly. There was a popping sound when the device was fired again and the staff attempted to fire the device outside of the patient and was making a popping noise. Another device was used to complete the procedure. No adverse consequences reported.